Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration and contamination was observed on the force sensor assembly. During evaluation the pump was able to rewind, load and prime successfully. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration and contamination was observed on the force sensor assembly. This report is being made based on the evaluation results.